Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out of range pacing lead impedance measurement above 2,000 ohms in all vectors along with no capture at maximum output. It was noted that this lv lead was turned off due to a fracture but was not conclusively verified. Further, lv lead daily measurements were turned off as patient could feel the impedance testing on lv daily. This lead was surgically abandoned and was replaced with an epicardial lead. The device remains in service. No additional adverse patient effects were reported.